Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 12mm synergy? Xd drug-eluting stent was advanced for treatment. However, during the procedure, the middle shaft snapped in half into the guide catheter. The device was removed, and the procedure was completed with another synergy xd des. There were no patient complications reported.